Event description:
A patient reported experiencing inaccurate high reuslts with a surestep meter. The patient's blood glucose results were 107, 226 and 229 mg/dl. Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.